Event description:
It was reported that the device had error code 242.4030. There was patient involvement but harm was unknown.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a070908, a0721, a0404. Annex b: b01, b14. Annex c: c02, c07, c1601. Annex d: d15, d02, d0302. Annex g: g0301201, g02005, g03005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the devices that had a motor stall error code 242.4030 were confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning ail assembly circuit board caused the motor stall error code 242.4030 on the suspect pump module (s/n: (B)(6)) and pump module (s/n: (B)(6)). The op1 sensor diode on the ail assembly circuit board was determined as the source of the error event. Any other module attached to the system can be programmed for an infusion. The results from the laboratory testing to the motor confirmed that a malfunction on the logic board caused error communication from the motor and the motor controller board, occasion the motor stall error code 242.4030 on the suspect pump module (s/n: (B)(6)). The inspection of the suspect pump modules identifies the op1 sensor diode on the ail assembly circuit board broken in each of the modules. The other parts inspected were observed in good condition and manufactured by bd. The bezels assembly of the three suspect pump modules were observed with a manufacturing date of march 2023 (not recall affected). The three suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported event. The event date and time were not reported. A review of the suspect pump module (s/n: (B)(6)) error log showed that error code 242.4030 last occurred in the month of june; during this time the error code appeared five (5) times. (Figure 13). At 2:34 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 3:26 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 3:28 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 10:44 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 10:47 pm on (B)(6) 2025, the error code 242.4030 was recorded. A review of the suspect pump module (s/n: (B)(6)) error log showed that error code 242.4030 last occurred in the month of july; during this time the code appeared two (2) times. At 9:46 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 9:47 pm on (B)(6) 2025, the error code 242.4030 was recorded. A review of the suspect pump module (s/n: (B)(6)) error log showed that error code 242.4030 last occurred in the month of july; during this time the code appeared four (4) times. At 10:56 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 11:04 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 11:05 pm on (B)(6) 2025, the error code 242.4030 was recorded. At 11:06 pm on (B)(6) 2025, the error code 242.4030 was recorded. No active infusion was programmed of any suspect pump modules were reported on the days saw the error code 242.4030. The pump module is turned on, after 10-15 minutes the error code appears; at this time the customer programmed infusions, but after each alarm the system stops working and the error code alarm turns on. This event is repeated every time the pump module is turned on. Per the alaris system user manual (v12.1.2): if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Please replace the ail assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)). Please replace the ail assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)). Please replace the ail assembly and logic board. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported motor stall error code 242.4030 was confirmed to be due to the op1 sensor diode being broken located on the ail assembly circuit board and malfunctioning logic board. The latch assembly manufacturing procedure (dir 10000272691) does not provide adequate instructions for preventing damage to the op1 sensor during the lvp ail installation. Inadequate manufacturing procedure (mp) leads to the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint becomes open and the op1 infrared/encoder led become flat 180° or fall off (missing). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 242.4030. There was patient involvement but harm was unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.